Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level rose to 419 mg/dl due to the issue. Reportedly, the customer reverted to an alternate method insulin therapy.